Event description:
It was reported the preloaded johnson and johnson(jnj) intraocular lens (iol) did not open correctly. The surgeon easily removed the iol and replaced it with a backup lens to complete the procedure. No further information was provided.

Manufacturer narrative:
Section a, patient information: a2, a4, a5: information unknown/asku. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Hence, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, the information is not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.